Event description:
Information was received indicating that a smiths medical pump had an alarm indicated "no message" go off. Even after replacing the pump with another one the alarm persisted. There was no adverse events reported.

Manufacturer narrative:
Device evaluation- one used device was returned for evaluation. The device examination showed the pump tube component was crimped in one area. However, the device was successfully connected and primed. The device was found to function as expected with no pump alarm messages. The reported issue was not confirmed.